Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient was brought into the clinic and the noise could be reproduced with isometrics. No intervention was performed. The patient was asymptomatic and would continue to be monitored.